Event description:
It was reported that the customer's pump screen was dark and would not turn on, although the red led did flash and the pump beeped and vibrated as specified. There was no reported impact to the customer¿s blood glucose level. Tandem technical support arranged for a replacement pump to be sent and provided instructions for the customer to place the faulty pump into storage mode and return it using a pre-paid label. The customer acknowledged understanding of these instructions and will use an alternate form of insulin therapy, specifically multiple daily injections, to ensure continuity of insulin delivery.